Event description:
Patient was a soldier in (B)(6), struck by bomb blast leading to bilateral lower extremity near-complete amputations. Unit's medic (special forces trained, very competent and experienced) attempted application of swat-t (stretch-wrap-and-tuck tourniquet) to lower extremities, tearing 2 separate, brand new tourniquets. Medic then successfully supplied several cat/soft-t tourniquets, patient arrested and expired about 20-30mins there after. Cause of death a combination of blast injuries and hypovolemia. (B)(6). Joint operational evaluation of field tourniquets (joeft) - phase ii, report (B)(4). Pending publication. - report cites multiple swat-t failures in most ideal conditions, including several episodes of tearing. While investigating circumstances surrounding soldier's death, it was discovered the swat-t had been marketed amongst the soldier's unit and community as better than the cat or soft-t. Though it was common knowledge amongst the soldiers that the tourniquets frequently tore. There are no other specific documented cases of pre-hospital tourniquet failures at this time that I'm aware of, mainly because none of those other failures resulted in death.